Manufacturer narrative:
The automated impella controller device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient (unknown age and ethnicity) with an ejection fraction of 20% (decrease from 45% one day prior) in cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support. Thereafter, it was noted the automated impella controller (aic) screen was black while patient was being actively supported. Assistance was called and the team was instructed to turn the aic back on using the power button. Upon power up, ¿controller failure¿ and ¿unexpected console shutdown¿ alarms presented. The team then advised to do an aic-to-aic transfer, and the case completed without issue on secondary controller. The patient was sent to the unit on bilevel positive airway pressure (bipap) for recovery and subsequent transfer. However, within three hours of start of support, while on the unit, the patient expired. The patient was noted to be doing fine on bipap on arrival to unit; however, the patient's oxygen saturation started dropping. During intubation the patient was given a large amount of sedatives. The patient's heart stopped, and cardiopulmonary resuscitation was started; the patient coded for approximately 40 minutes until time of demise was called.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller failure (red alarm) has been completed. The console logs from the reported day of event show that about half an hour after pump start, imc log entries end abruptly, and then aic is power-cycled, with the first boot-up unsuccessful and second boot-up concludes with controller failure alarm and unexpected controller shutdown. Although the pump was automatically restarted within 30 seconds, the purge system was no longer operational. Four minutes later the pump was transferred to a backup console, where the support continued without any issues for about 2.5 hours. Console was tested and controller failure alarm was reproduced. Replacing purge pressure sensor did not resolve the issue, however when pud board was replaced, the alarm resolved even with the original purge pressure sensor. Console shutdown/restart was not reproduced during testing. Reported controller failure alarm was caused by malfunction of purge pressure measurement system, due to pud board defect. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26907 as it is unknown if the initial reporter also sent the report to the food and drug administration.